Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that a revision procedure was performed and the rv lead was successfully repositioned. The rv lead continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a post-operative check, this right ventricular (rv) lead was suspected to have micro-dislodged. An increase in thresholds and loss of capture was also observed in various pacing configurations. The system was reprogrammed and the patient will be reassessed at a later time. For now, the rv lead continues to remain implanted and in service. No adverse patient effects were reported.